Event description:
It was reported that "during service the pump failed battery load test. As a result, the battery was replaced". No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "pump failed battery load test" was confirmed by the field service engineer. No part was returned to teleflex chelmsford for investigation. The battery was replaced by the field service engineer. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the battery failure. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during service the pump failed battery load test. As a result, the battery was replaced". No report of patient involvement.

Manufacturer narrative:
(B)(4).